Event description:
The customer reported that the insulin pump was stuck in rewind/prime loop, and the insulin was squirting out. Troubleshooting was performed. The customer stated that she did hear beeps, but no numbers were showing on display. Advised the customer to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.